Event description:
Information was received from a health care professional regarding a patient who had been receiving morphine (concentration 5 mg/ml, dose 1.6 mg/day) for non-malignant pain and peripheral neuropathy. At the time of this report, the patient had been off the morphine for a long time, it was unknown as to how long. The pump status/event log indicated that motor stall occurred; the stall was active.the health care professional was unclear but it was believed that the patient heard the alarm and the stall occurred on this report date. The patient did not recently have a magnetic resonance imaging (MRI). The health care professional also reported that an alarm was heard and confirmed by telemetry on an unknown date, the health care professional recalled that it was the low reservoir alarm but was unsure if the empty alarm was also occurring. It was noted that the pump was not to be replaced because the patient no longer wanted to use it. There were no symptoms reported. The health care professional was to follow-up with the managing doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.